Event description:
It was reported that the patient underwent an initial fixation procedure. During the procedure, the proximal metal ring of the tap broke off of the instrument and was not retrieved. As a result, the ring was retained in the patient. No further patient impact was reported. No additional information was provided.

Manufacturer narrative:
The complaint device, one (1) reline open tap, was evaluated and the reported device issue was confirmed. The evaluation identified the sleeve on the proximal end of the tap, intended to mate with neuromonitoring components, had been disassembled from the device. Operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. A review of the device history records was performed and no discrepancies were found. The root cause of the device failure was determined to be damage caused by excessive force applied to the tap sleeve; however, the nature or source of the excessive force was unable to be determined with the information provided. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...". "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...". "...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...". "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted...". If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.